Event description:
The customer alleged that the oxygen supply tube in the dmr2 pulled free while in use on a pt. The pt subsequently died, but the customer has stated that missing oxygen tube did not cause or contribute to the pt's death. The dmr2 bag is to be returned to the factory for further analysis. This report is not an admission by nellcor puritan bennett that this device/component caused or contributed the event alleged in this report.